Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/16/2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device lock out and not fire (no staples deployed or cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? When the device was jammed in the closed position, was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open?

Event description:
It was reported that during vats lobectomy by [surgeon], echelon flex 60 malfunctioned after around 4 uses, while stapling the bronchus upon closing the loaded stapler, staples partially fired without pressing "fire" button and jammed in closed position. Surgeon tried stapler with another load with same effect. Stapler to be sent back to company, 2nd stapler opened. Surgery performed as normal, no negative effect on patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p56a83. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.